Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Event description:
A suspected 2nd overdischarge was reported. It was reported that the manufacture representative could not ¿read out device.¿ it was reported that the patient had not used their ins since (B)(6) 2013. Patient had quit using it because of changes in stimulation post ¿mva.¿ it was reported that patient had charged for three hours and never had a coupling signal because the screen has been blank since patient started. Further troubleshooting via phone revealed that the patient had been trying to charge the ins with a dead recharger battery. Patient plugged in device and ¿verified it was taking a charge.¿ patient had an appointment on (B)(6) 2013 for troubleshooting. Additional information reported that the patient was met with at the physician¿s office. Manufacture representative successfully cleared the patient¿s ¿pmr on (B)(6) 2013.¿ it was reported that the patient was advised to ¿exercise¿ their battery several times. No further issues regarding the event had been reported